Event description:
A patient underwent ncp system (lead and generator) replacement surgery just two months after generator replacement surgery had taken place, indicating possible device malfunction. Further follow-up revealed that following generator replacement surgery, the pt complained of severe pain. Device diagnostic testing was within normal limits, indicating proper device function and x-rays reviewed by treating surgeon did not reveal any obvious discontinuties in the ncp system. The pt underwent complete system replacement (both lead and generator) because surgeon believed that there may be a break in the lead insulation. The pt is reportedly doing very well since the replacement surgery. Investigation to date has been unable to determine the cause of the pt's pain.